Event description:
Customer called to report motor error alarms and unable to exit the prime rewind loop. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarm motor error during the basic occlusion test, due to protruded/loose drive support disk.